Event description:
Customer reported that antibodies were not detected on two patient samples with capture-r ready-screen on the galileo. One patient had a previously identified anti-k and the other had a previously identified anti-fya. Both antibodies were detected using a gel method.

Manufacturer narrative:
Customer sent samples for investigation testing. Tested returned samples with returned and retention capture-r ready-screen, lot k103 on galileo. The sample containing anti-fya was nonreactive with both the returned and retention lots. The sample containing anti-k reacted with the retention lot 1+ but was nonreactive with the returned lot. The samples were tested by tube method with panoscreen reagent red blood cells using immuadd as the potentiator. The samples demonstrated 1+ reactions with cell iii at the antiglobulin phase of testing; this is an expected reaction for both anti-fya and anti-k. It is possible that the anti-fya is an igg subclass 4. However, there was not enough sample to perform further testing. The package insert for capture-r ready-screen states: "examples of pure igg4 subclass antibodies may not be detected by the capture-r ready indicator red cell reagent. Note, however that the pure igg4 antibodies are very uncommon."